Manufacturer narrative:
Unable to confirm device serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor vm4 device has functionality but does not produce a sound anymore. The customer confirmed that the device was connected to a patient when this event happened. No reported adverse event to patient or user.